Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd posiflush¿ normal saline syringe, in 10 ml syringe was contaminated through packaging. The following information was provided by the initial reporter: packaged saline syringe appears visibly contaminated through packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-nov-2022. H6: investigation summary: it was reported there is contamination visible through the packaging. To aid in the investigation, one sample in a sealed packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and there is a brown stain on the tip cap. No other defects or imperfections were observed. This defect could occur if the tip cap received grease during the molding process and then the stain induced during the sterilization process. A device history record review was completed for provided material number 306547, lot number 2045077. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported by the customer that the bd posiflush¿ normal saline syringe, in 10 ml syringe was contaminated through packaging. The following information was provided by the initial reporter: packaged saline syringe appears visibly contaminated through packaging.